Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 3 atmospheres for 15 seconds upon fourth inflation. The device was removed without any problem and the procedure was completed with a different device. No patient complications reported.